Event description:
During a ptca treatment procedure involving a calcified and 75% stenotic lesion in the middle portion of a somewhat tortuous lad coronary artery, the maxxum balloon was suspected to have ruptured at 8 atm's on the initial inflation. The pt was asymptomatic during this event. The procedure was successfully completed. Pt status is reported as 'good'.